Event description:
It was reported that a motor error alarm occurred during a reservoir change. The customer stated that the insulin pump did not rewind and the buttons were unresponsive. The customer then stated that the anomaly persisted after a battery change, and that there was a weak battery alarm even though the battery was new. The customer also mentioned that the last reservoir leaked into the insulin pump. Nothing further was mentioned.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.